Manufacturer narrative:
According to the conformable gore® tag® thoracic endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, component migration and endoleak.

Event description:
The following was reported to gore: on (B)(6) 2020, this patient underwent an emergent endovascular treatment for the thoracic aortic rupture caused by a type b aortic dissection using two gore® tag® conformable thoracic stent grafts with active control system (ctag-ac). A tgm343415j was implanted distally and tgmr373710j was implanted proximally. Then the left subclavian artery was embolized with vascular plugs. Procedural angiography revealed an endoleak thought to be proximal type I, but the physician decided to take a wait-and-see approach. The procedure was completed. On (B)(6) 2020, follow-up CT imaging revealed that the proximal ctag-ac placed in zone 2 during the initial procedure migrated close to zone 3. Moreover, the endoleak still remained. On (B)(6) 2020, a re-intervention took place whereby a debranching bypass procedure was performed and an additional ctag-ac (tgmr404015j) was implanted just below the brachiocephalic artery. Ballooning was performed but the endoleak remained. Therefore, another ctag-ac (tgmr404010j) was placed proximally. The partial uncovered stent of tgmr404010j was partially placed in the brachiocephalic artery intentionally. Another ballooning was performed and the endoleak was resolved. The re-intervention was completed and the patient tolerated the procedure.